Manufacturer narrative:
The insulin pump had cracked battery tube threads and severely scratched display window. Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump uploaded properly using care link pro and all bolus data recorded properly on data report. No upload anomaly noted during testing.

Event description:
The customer reported via phone call that the screen was scratched and they could not read the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.